Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the reported lot expired on (B)(6) 2023.root cause: expired product used.source: phone.

Event description:
Reported false negative sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed positive by an alternate (unspecified) test method and an additional quickvue otc test. The customer communicated that the quickvue otc test used was expired (off-label use).